Event description:
During baxter's evaluation of a spectrum pump, it displayed the air in line message. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced while running a loaded set. It was observed that the upstream sensor had low fluid numbers. With low ultrasonic readings it would make the pump more sensitive to air in line messages. The failed upstream sensor was replaced. (B)(4).